Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Although the caller initially experienced the issue due to using a portable charger instead of the tandem charging cable and wall adapter, the customer managed to charge the pump successfully during the call by positioning the cable in a specific way. The customer chose not to pursue further troubleshooting, and the issue was documented for future reference.